Event description:
It was reported that this pacemaker had reverted to safety mode which caused the patient discomfort due to the right ventricular (rv) pacing. Subsequently, this device was explanted and successfully replaced. Other than the intervention no additional patient adverse effects were reported. This device has not been returned for analysis.